Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Correction: g2 additional information added to fields a2 (age), a3 (a3a), a4, b3, b5, d8, d9, e2, e3, h3, h4 and h6. The device was returned to olympus for inspection, and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported events occurred due to a faulty patient board set. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was completed using the same set of equipment. A few minutes were added to the case since they had to switch scopes (located in the scan mod, same unit).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center experienced a lot of noise, including the temporary loss of image, when plugging in the maj-1430 videoscope cable. This only happened when using a 180 series scope. The issue occurred during a therapeutic, colostomy procedure. There were no reports of patient harm.